Event description:
A customer from (B)(6) reported to biomerieux a misidentification of staphylococcus aureus as staphylococcus intermedius for three sterile specimens from two patients in association with the vitek® 2 gp test kit. Two specimens from the first patient, and one specimen from the second patient were initially identified as staphylococcus intermedius with vitek® 2 gp. Repeat testing on one specimen from the first patient gave the identification of staphylococcus aureus. The customer reported that all three specimens were confirmed as staphylococcus aureus by both the customer and external lab using maldi-tof. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the customer reported setting the strains up from biomérieux horse blood agar. No other set-up information was provided. Four (4) lab reports were submitted showing an identification of s. Intermedius. The first lab report (dated (B)(6) 2017) showed a good identification of s. Intermedius with four (4) atypical positive reactions (leua, alaa, novo, ure) for an identification of s. Aureus according to the gp knowledge base (kb). The second lab report (dated (B)(6) 2017) showed an excellent identification of s. Intermedius with two (2) atypical positive reactions (leua, ure) for an identification of s. Aureus according to the gp knowledge base. The third lab report (dated (B)(6) 2017) showed low discrimination identification between s. Aureus and s. Intermedius. The fourth lab report (dated (B)(6) 2017) showed a very good identification of s. Aureus. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non-recommended media or other user set up errors or an atypical strain. However without the strain or raw data it's not possible to further evaluate the cause of the misidentification.